Event description:
The customer stated she had primed insulin into her body by mistake. The customer was offered to have the paramedics called for assistance but that offer was declined. The customer's husband stated that he would take her to the emergency room. Two phone calls were made in an attempt to find out if the customer actually went to the hospital or not. Both calls were unsuccessful.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.